Manufacturer narrative:
This report is submitted on august 16, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : device not received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to an infection. It is unknown whether the patient was reimplanted with another device. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
(B)(4).